Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a black circle on the screen with a button error alarm. Customer could not erase the message. Customer's blood glucose was 174 mg/dl. Customer was asked if the pump had gotten wet or had been hit, but the customer did not recall. Customer was asked to remove the battery from the pump for 30 minutes and then reinsert the battery. Customer received a replacement pump.